Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("right essure device had perforated her fallopian tube/perforation of fallopian tube by the implant") and peritoneal perforation ("perforation (other) location of the perforation: omentum in peritoneal cavity/migration of device/migration of essure device location of device: omentum in peritoneal cavity") in a 23-year-old female patient who had essure (batch no. B59462) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included genitourinary tract infection, vaginitis, uterine inflammation and vulvovaginitis. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced peritoneal perforation (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding ( vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), infection ("infection (other)"), depression ("psychological or psychiatric problem-condition:-depression"), anxiety ("psychological or psychiatric problem-condition:-mental anguish") and dermatitis allergic ("allergic or hypersensitivity reaction:-rash"). On (B)(6) 2014, 5 months 23 days after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced menstrual disorder ("menstrual bleeding"). The patient was treated with surgery (diagnostic lap with r lap tubal occlusion, removal of misplaced essure coil and tubal ligation.). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, peritoneal perforation, vaginal haemorrhage, menorrhagia, menstrual disorder, infection, depression, anxiety and dermatitis allergic outcome was unknown. The reporter considered anxiety, depression, dermatitis allergic, fallopian tube perforation, infection, menorrhagia, menstrual disorder, peritoneal perforation and vaginal haemorrhage to be related to essure. The reporter commented: trailing coils 1 for right. Trailing coils 3 for left. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: unilateral occlusion (left tube occluded),; on (B)(6) 2014: right essure device perforated fallopian tube. Atypical squamous cells of undetermined significance on cervical papanicolaou smear, (B)(6) 2014. Cc- office visit hpi- patient who had her post-essure hsg done and it showed occlusion of the l fallopian tube but the r tube was patent and the r coil appears to be outside the tube in the peritoneal cavity. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-aug-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("right essure device had perforated her fallopian tube/perforation of fallopian tube by the implant") and peritoneal perforation ("perforation (other) location of the perforation: omentum in peritoneal cavity/migration of device/migration of essure device location of device: omentum in peritoneal cavity") in a 23-year-old female patient who had essure (batch no. B59462) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included genitourinary tract infection, vaginitis, uterine inflammation and vulvovaginitis. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced peritoneal perforation (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding ( vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), infection ("infection (other)"), depression ("psychological or psychiatric problem-condition:-depression"), anxiety ("psychological or psychiatric problem-condition:-mental anguish") and rash ("allergic or hypersensitivity reaction:-rash"). On (B)(6) 2014, 5 months 23 days after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced menstrual disorder ("menstrual bleeding"). The patient was treated with surgery (diagnostic lap with r lap tubal occlusion, removal of misplaced essure coil and tubal ligation.). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, peritoneal perforation, vaginal haemorrhage, menorrhagia, menstrual disorder, infection, depression, anxiety and rash outcome was unknown. The reporter considered anxiety, depression, fallopian tube perforation, infection, menorrhagia, menstrual disorder, peritoneal perforation, rash and vaginal haemorrhage to be related to essure. The reporter commented: trailing coils 1 for right trailing coils 3 for left . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: unilateral occlusion (left tube occluded),; on (B)(6) 2014: right essure device perforated fallopian tube . Atypical squamous cells of undetermined significance on cervical papanicolaou smear, on (B)(6) 2014 cc- office visit hpi- patient who had her post-essure hsg done and it showed occlusion of the l fallopian tube but the r tube was patent and the r coil appears to be outside the tube in the peritoneal cavity . Most recent follow-up information incorporated above includes: on 23-jul-2018: pfs received: added reporter, added new events (depression, anguish),event device migration and updated event verbatim of peritoneal perforation (device dislocation) was updated to peritoneal perforation. Event hypersensitivity was updated to rash incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("right essure device had perforated her fallopian tube/perforation of fallopian tube by the implant"), peritoneal perforation ("perforation (other) location of the perforation: omentum in peritoneal cavity.") And device dislocation ("migration of device/migration of essure device location of device: omentum in peritoneal cavity") in a 23-year-old female patient who had essure (batch no. B59462) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included genitourinary tract infection, vaginitis, uterine inflammation and vulvovaginitis. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced peritoneal perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding ( vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), hypersensitivity ("allergic reaction/allergic or hypersensitivity reaction,") and infection ("infection (other)"). On (B)(6) 2014, 5 months 23 days after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced menstrual disorder ("menstrual bleeding"). The patient was treated with surgery (diagnostic lap with r lap tubal occlusion, removal of misplaced essure coil and tubal ligation.) And surgery (removal of left implant). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, peritoneal perforation, device dislocation, vaginal haemorrhage, menorrhagia, hypersensitivity, menstrual disorder and infection outcome was unknown. The reporter considered device dislocation, fallopian tube perforation, hypersensitivity, infection, menorrhagia, menstrual disorder, peritoneal perforation and vaginal haemorrhage to be related to essure. The reporter commented: trailing coils 1 for right. Trailing coils 3 for left. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: unilateral occlusion (left tube occluded),; on (B)(6)2014: right essure device perforated fallopian tube. Atypical squamous cells of undetermined significance on cervical papanicolaou smear, (B)(6) 2014. Cc- office visit hpi- patient who had her post-essure hsg done and it showed occlusion of the l fallopian tube but the r tube was patent and the r coil appears to be outside the tube in the peritoneal cavity. Most recent follow-up information incorporated above includes: on 24-apr-2018: plaintiff fact sheet and medical records received: reporters details added. Event added as abnormal bleeding ( vaginal, menorrhagia), allergic or hypersensitivity reaction, infection (other). Historical, concomitant condition and relevant lab data were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('right essure device had perforated her fallopian tube/perforation of fallopian tube by the implant') and peritoneal perforation ('perforation (other) location of the perforation: omentum in peritoneal cavity/migration of device/migration of essure device location of device: omentum in peritoneal cavity') in a 23-year-old female patient who had essure (batch no. B59462) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included genitourinary tract infection, vaginitis, uterine inflammation and vulvovaginitis. Concomitant products included nsaids and paracetamol (acetaminophen). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)") and infection ("infection (other)"). On (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding ( vaginal)"), depression ("psychological or psychiatric problem-condition:-depression"), anxiety ("psychological or psychiatric problem-condition:-mental anguish") and dermatitis allergic ("allergic or hypersensitivity reaction:-rash"), 22 days after insertion of essure. On (B)(6) 2014, the patient experienced peritoneal perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced menstrual disorder ("menstrual bleeding"), hypersensitivity ("allergic reactions"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). The patient was treated with hydrocortisone (cortizone) and surgery (diagnostic lap with r lap tubal occlusion, removal of misplaced essure coil and tubal ligation.). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, peritoneal perforation, menstrual disorder, infection, depression, anxiety and dermatitis allergic outcome was unknown and the vaginal haemorrhage, menorrhagia, hypersensitivity, cystitis, urinary tract infection, vaginal infection, vaginal discharge, bladder disorder and urinary tract disorder had resolved. The reporter considered anxiety, bladder disorder, cystitis, depression, dermatitis allergic, fallopian tube perforation, hypersensitivity, infection, menorrhagia, menstrual disorder, peritoneal perforation, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: trailing coils 1 for right trailing coils 3 for left. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: unilateral occlusion (left tube occluded),; on (B)(6) 2014: results: right essure device perforated fallopian tube. Diagnostic results: atypical squamous cells of undetermined significance on cervical papanicolaou smear, (B)(6) 2014 cc- office visit hpi- patient who had her post-essure hsg done and it showed occlusion of the l fallopian tube but the r tube was patent and the r coil appears to be outside the tube in the peritoneal cavity. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-jun-2020: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('right essure device had perforated her fallopian tube/perforation of fallopian tube by the implant') and peritoneal perforation ('perforation (other) location of the perforation: omentum in peritoneal cavity/migration of device/migration of essure device location of device: omentum in peritoneal cavity') in a 23-year-old female patient who had essure (batch no. B59462) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included genitourinary tract infection, vaginitis, uterine inflammation and vulvovaginitis. Concomitant products included nsaids and paracetamol (acetaminophen). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)") and infection ("infection (other)"). On (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding ( vaginal)"), depression ("psychological or psychiatric problem-condition:-depression"), anxiety ("psychological or psychiatric problem-condition:-mental anguish") and dermatitis allergic ("allergic or hypersensitivity reaction:-rash"), 22 days after insertion of essure. On (B)(6) 2014, the patient experienced peritoneal perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced menstrual disorder ("menstrual bleeding"), hypersensitivity ("allergic reactions"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). The patient was treated with hydrocortisone (cortizone) and surgery (diagnostic lap with r lap tubal occlusion, removal of misplaced essure coil and tubal ligation.). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, peritoneal perforation, menstrual disorder, infection, depression, anxiety and dermatitis allergic outcome was unknown and the vaginal haemorrhage, menorrhagia, hypersensitivity, cystitis, urinary tract infection, vaginal infection, vaginal discharge, bladder disorder and urinary tract disorder had resolved. The reporter considered anxiety, bladder disorder, cystitis, depression, dermatitis allergic, fallopian tube perforation, hypersensitivity, infection, menorrhagia, menstrual disorder, peritoneal perforation, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: trailing coils 1 for right trailing coils 3 for left. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: unilateral occlusion (left tube occluded),; on (B)(6) 2014: results: right essure device perforated fallopian tube. Diagnostic results: atypical squamous cells of undetermined significance on cervical papanicolaou smear, (B)(6) 2014 cc- office visit hpi- patient who had her post-essure hsg done and it showed occlusion of the l fallopian tube but the r tube was patent and the r coil appears to be outside the tube in the peritoneal cavity. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. New events: bladder problems, urinary problems, bladder infection, allergic reaction, uti, vaginal infection, vaginal discharge were added. Outcome for events were added. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("right essure device had perforated her fallopian tube/perforation of fallopian tube by the implant") and device dislocation ("migration of device") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced fallopian tube perforation (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("persistent pelvic pain"), hypersensitivity ("allergic reaction") and menstrual disorder ("menstrual bleeding"). The patient was treated with surgery (removal of left implant). At the time of the report, the fallopian tube perforation, device dislocation, pelvic pain, hypersensitivity and menstrual disorder outcome was unknown. The reporter considered device dislocation, fallopian tube perforation, hypersensitivity, menstrual disorder and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: right essure device perforated fallopian tube. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.